Event description:
Information received indicates the head of the bed is not going up.

Manufacturer narrative:
The technician found the coil and valves were not working. The technician replaced the coil and valve solenoid to repair the bed.